Manufacturer narrative:
Initial and final MDR (B)(4) - MDR. Device 9 of 10 h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced 10 infusion sets cannula dislodging event on (B)(6) 2024.the blood glucose level was 560 mg/dl at the time of events therefore, the patient was treated with correction bolus via pump.patient replaced infusion set and resumed insulin deliveries successfully no further information was available.